Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited noise and loss of capture. Noise was reproducible when the patient rolled around the bed. Isometric testing was performed and noise was not reproducible. On (B)(6) 2017, the lead was capped and replaced. The patient was in stable condition during and post operation.